Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed oversensing p waves and loss of capture and high pacing impedance on the right ventricular (rv) lead. Chest x-ray was also done. No changes or interventions were performed. The patient was in stable condition.

Event description:
New information received notes that the physician elected to explant and replace the right ventricular lead.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, g3, h1, h2, h6.

Event description:
New information received notes that the patient was in stable condition.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
Correction: b5 and h6 for low pacing impedance not high pacing impedance.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed oversensing p waves and loss of capture and low pacing impedance on the right ventricular (rv) lead. Chest x-ray was also done. No changes or interventions were performed. The patient was in stable condition.

Manufacturer narrative:
The reported events of ¿oversensing of p wave¿, failure to capture, and low pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.